Manufacturer narrative:
The device was returned to our us facility as documented in section d9. However, due to an internal error, we can lo longer send it to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
According to the information received, "showing error code 325". No negative impact in state of health reported.